Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) chronic low back pain and spinal pain. It was reported that the patient was having a lot of back pain and the caller had been trying to reach the local manufacturer representative (rep) to get a new healthcare professional's name. The caller stated that the patient has been really pleased with the ins and it helped him a lot. Patient services asked if the patient has kept up with recharging and the caller stated she did not know; she said she tried to ensure the he charged every week or every other week. The caller said she talked to the rep about the it back in the summer and at that time maybe he wasn't charging enough. The caller stated that they aren't sure if the device is working right as the patient has pain from their tailbone up. The patient is scheduled to see their healthcare provider (hcp) on (B)(6). The pain has not resolved. The caller said that the patient also has alzheimer's and sees a heart doctor. No further complications were reported/anticipated.